Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming blue 5-valve printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The nonconforming blue 5-valve printed circuit board (pcb) was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated system, where upon boot-up; the sm reported was displayed, replicating the reported event. Additional testing was performed and it was found that a pcb trace to one of the solenoid valves was open. The root cause of the reported event can be attributed to nonconforming blue 5-valve printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the system displayed a system message. Technical services was called and advised to remove the cassette and restart. This did not resolve the issue even though recovery did say that it was successful. Shortly after the system message displayed again and the system could not be used. A service call was initiated and the case could not be completed. The patient was transferred to another facility. Additional information received indicated the patient is doing fine and has no issues.